Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a ventricular tachycardia procedure, there was a dissection of the femoral artery when introducing the ablation catheter. The patient had ischemic ventricular tachycardia, with an area of scar tissue in the left ventricle apex. Retro aortic access was chosen. The mapping catheter was introduced without issue and mapping was performed in the left ventricle. The ablation catheter was then inserted. However, when trying to advance the catheter, resistance was felt and the force reading was high. The catheter was moved backwards and forward again, but the issue did not resolve. Contrast was injected through the introducer and a dissection in the femoral artery was found. The procedure was stopped and a stent was placed to repair the tear. The patient remained stable throughout the procedure. The physician does not allege any performance issues against any abbott devices. The physician alleges that maneuvering the ablation catheter through the artery in combination with the patients preexisting vascular disease could have led to the dissection.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h11. The model number was confirmed to be a-tfse-df. The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported dissection of the femoral artery remains unknown.